Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015 device evaluation:the device has been returned and evaluated by product analysis on 03/13/2015 with the following findings: the returned battery cap was observed to have damage at the threads; a piece of the threads were missing. The battery cap did not tighten securely to the pump; an electrical connection was maintained to perform the investigation. The battery cap height and width measurements were found to be within required specifications. Evaluation also revealed that the battery compartment was damaged with stripped threads. A test battery cap was not able to tighten securely to the pump.